Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was ground faults being caused by the charger module. The manufacturing representative replaced the module and the imaging system then passed the system checkout and was found to be fully functional. The enclosure charger was returned to medtronic, but analysis has not been completed. Other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not progress past an initialization prompt when booting up. It was reported that the imaging system could be heard beeping in the back. Multiple attempts to reboot the imaging system were performed without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned charger enclosure resulted in no failures being found when analyzed. The analysis states that current, voltage and temperature levels were within specification. If information is provided in the future, a supplemental report will be issued.